Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 69 years.

Event description:
Elegance clinical trial. It was reported that a dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion #001 was in the right distal superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 200 mm and 99% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment, pre dilation was performed with 5 mm x 100 mm sterling balloon. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon 6.0 mm x 200 mm. Following post dilation with 5 mm x 100 mm sterling balloon, the final residual stenosis was noted to be 0%. The target lesion #002 was in the right mid superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 120 mm and 70% and was classified as tasc ii b stenosis. Prior to target lesion treatment, pre dilation was performed with 5 mm x 100 mm sterling balloon. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon 6 mm x 150 mm. Post treatment 7 mm x 120 mm eluvia stent was implanted. Following post dilation with 6 mm x 100 mm armanda balloon, the final residual stenosis was noted to be 0%. The target lesion #003 was in the right proximal superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 40 mm and 70% stenosis and was classified as tasc ii a lesion. Treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon 6 mm x 150 mm. Following post treatment with 7 mm x 120 mm eluvia stent, the final residual stenosis was noted to be 0%. On (B)(6) 2021, during the index procedure, dissection with severity grade d were noted in right distal sfa (target lesion 001) and right mid sfa (target lesion 002) due to sterling pta balloon. In response, a non-bsc bare metal stent 5 mm x 100 mm was implanted in right distal sfa to treat the target lesion 001 and eluvia drug eluting stent 7 mm x 120 mm (study device) was implanted in right mid sfa to treat target lesion 002 respectively. Post treatment, the final residual stenosis in the target lesion 001 and 002 was noted to be 0%. On the same day, the complication was resolved. On (B)(6) 2021, the subject was discharged from the hospital on aspirin.